Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was left in the loader and the delivery device was outside of the loader. The plunger had not been activated. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester loaded the heartstring seal and removed the delivery tube from the loader device. When the surgeon deployed the seal into the aorta, the heartstring seal did not deploy correctly. The surgeon pulled it out and had the harvester load another heartstring seal. The second seal was loaded and when the delivery tube was removed, the seal remained inside the loader device. A third heartstring seal from a different lot number was used to complete the procedure. No pt complications was reported by the hospital. This report is for the second seal.